Event description:
It was reported that the patient missed a refill appointment and let the pump "run dry." It was reported that at the time the patient was in the hospital for osteomyelitis of the foot and the pump reservoir was empty. The patient experienced "underdose" symptoms of baseline spasticity with less than 50% therapy relief. At the time of the report the pump delivered compounded baclofen 2000 mcg/ml at a rate of 420.5mcg/day. The patient's outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).